Manufacturer narrative:
This is a duplicate of (B)(4).. (B)(4).is being retracted as it is a report duplication.(B)(4). Will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 26 september 2019 for MDR reportability. On (B)(6) 2013, the patient underwent total left knee arthroplasty due to osteoarthritis and varus deformity. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2015, the patient underwent stage 1 revision with antibiotic spacer due to infection. The surgeon reported cloudy synovial fluid within the joint, where cultures were taken, though there were no lab results included with the patient¿s medical record. The surgeon reported intraoperatively, frozen section tested and came back as inflammation. The tibial component was reported as grossly loose and all cement removed from the tibia. He noted the femur and patella were explanted, and an articulating spacer placed. The patient was implanted with a competitor spacer system and there were no complications to the procedure. Doi: (B)(6) 2013; dor: (B)(6) 2015 (lt knee).